Event description:
It was reported that the lead perforated the right ventricle and caused pericardial and thoracic effusion. The lead was capped with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.